Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient's spouse reported that the pump kept alarming for high pressure since 10 aug 2025. The intestinal tube as occluded as was not restored with flushing. On (B)(6) 2025 the patient underwent a gastroscopy for the occlusion and a food bezoar was found at the end of the tube. The old intestinal tube was removed and a new abbvie j tube was placed.